Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough,inc. On retained kit lot 145385 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 145385,test base part number 195-430h / lot 140220a.the lot met the required release specifications. (B)(4). The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). Based on the evidence available, it indicates that this device lot is performing within label claims. No further action is required. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported conflicting results with the binaxnow covid-19 antigen self test performed on (B)(6) 2021. Per the consumer, the patient had antigen testing performed on (B)(6) 2021 and that generated positive results. No additional information, including patient treatment and outcome was provided.